Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the result files. No errors were noted on the day of testing. Screening cells 1 and 3 of initial testing visually appeared negative as reported. Screening cell 2 resulted as (B)(6) and visually appeared (B)(6). Positive control resulted as expected. Repeat testing was performed and negative results were obtained with all screening cells. Visually, cell 2 appeared (B)(6). Control performed as expected. All other samples tested around the same time resulted as expected. The customer was made aware of technical communication (B)(4), which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.